Event description:
It was reported that the compressor would not start. (B)(4).

Manufacturer narrative:
Investigation at the hospital has been performed by our field service engineer. Trouble-shooting revealed that the unit had a defective thermoelectric cooler. The thermoelectric cooler was replaced, and the compressor was returned to service after successful functional and safety checks. The thermoelectric cooler was received for investigation. Tests in a reference compressor confirmed the reported event. The conclusion, after the investigation of the thermoelectric cooler, is that there was a short-circuit between the ground and supply voltage to a temperature sensor. This short-circuit had affected the supply voltage on the main printed-circuit board and, as a consequence, the compressor had not started. If the failure occurs with a ventilator connected to the compressor, the supply of air would stop. The ventilation would, however, continue with o2 gas. Several alarms would be generated by the ventilator when the air supply had stopped.

Event description:
MFR ref # (B)(4).